Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Based on the information provided in the ticket, it is not possible to explain the differences between the two hgb results from 2 different sample draws ran on two different analyzers due to the presence of several variables. The variables were: two different analyzer technologies and reagents (cd emerald versus hemocue); different sample collection (venous versus finger stick); edta anti-coagulant versus no anti-coagulant (or unknown). The possibility of an existing pre-analytic factor in the sample causing the difference in hgb results between two analyzers could not be eliminated. The instrument operations manual provides information regarding this issue along with the preventive and corrective actions. Based on the investigation results, a product deficiency was not identified.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer questioned the discrepant hemoglobin result of 7.2 g/dl generated by the cell-dyn emerald analyzer from one patient sample, compared to a result of 8.3 g/dl generated by a non-abbott method from a finger stick sample gathered from the same patient. No impact to patient management was reported.